Manufacturer narrative:
The field service representative (fsr) verified that the ccm was restarting. The coin cell battery was replaced but the issue remained. During troubleshooting, the backlight also went out. The fsr replaced the ccm and verification testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) display was blank. The system operated as intended and the pumps continued to run while the screen was blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the central control monitor (ccm) to lab use only (luo) testing equipment. The monitor booted up to a splash screen with no issues. Multiple screens were selected and there was no issue with any of the screens.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) booted up successfully multiple times with no issues observed. The srt opened the ccm up to look internally for any loose connections with no issues observed. The coin cell battery can cause boot up issues, so the srt replaced it as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.